Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that cuff was no longer creating enough pressure to keep patient dry. The cuff was explanted and replaced with a smaller one. There is no additional information reported.